Event description:
It was reported that the e-device cellular accessory was successful in the past, but is now failing during transmission attempts. The correct usage of the device was verified. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.